Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Review of the event history logs showed evidence of the high drain 101 alarm. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). During evaluation, the device passed both the homechoice return instrument test/evaluation (rite) electrical test and rite functional test specifications. During internal and external inspection, no issues were found. Pneumatic system was found to be working within specifications. Multiple short simulated therapies were performed successfully. The cause of the reported issue was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ?setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 101 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during drain 1. The peritoneal dialysis registered nurse (pdrn) found that the hp did a manual fill and got on the hc to drain. However, the hc moved on to fill 1 without completely emptying the hp. The hp was going to use the hc for the night's therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.